Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on (B)(4) 2017. Troubleshooting found that the standalone board, x-ray ssr and varisitor required replacement. The representative then performed the replacement on (B)(4) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect standalone board, x-ray ssr and varisitor have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a system checkout, the imaging system pendant displayed "system initializing please wait" when starting up the imaging system and would not pass the prompt. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: UDI now provided. The standalone and xrelay was returned to the manufacturer for analysis. Investigation was able to duplicate reported issue. The hardware investigation found that reported event was related and electrical failure. The system would not boot past system booting please wait." Components r20 and r21 are electrically over stressed. Unable to bench test due to over stressed component.